Event description:
A dissection occurred during the deployment of this device.

Manufacturer narrative:
Percutaneous coronary intervention was performed on a 99% de novo lesion in the proximal to distal right coronary artery (rca) of unk length and diameter that was entirely tortuous. The lesion was also highly calcified. A 3.0x33mm cypher stent and a 3.5x33mm cypher stent were deployed in the proximal to mid rca. Coronary angiography reveals a vessel dissection in the distal rca. The dissection type is not know nor are any add'l details of the previous stent deployments available. To treat the dissection, a 3.0 x 18mm cypher was deployed distal to the stent in the mid rca and also overlapping. The cypher was delivered to the target lesion, but the physician had difficulty crossing the lesion, due to the heavy calcification and the tortuousity, and so the cypher would not cross the target lesion. Therefore, buddy wire technique and anchor balloon technique were used, and then the cypher crossed the lesion. While inflating the stent delivery system (sds) at 5 approx 7 atmospheres (atm), angiography confirmed a balloon rupture. The stent was left at the target lesion and the sds was retrieved. Then the stent was post-dilated with a 3.0x15mm quantum balloon and sufficient stent apposition was confirmed at the target lesion. All of three cypher stents were implanted with overlap. There was no complication from the dissection. There was no reported pt injury. The physician considered the cause of the dissection was not because of the cypher product, and the vessel dissection occurred, due to the procedure. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. This product will not be returned for analysis, due to the pt's infectious desease (syphilis). Add'l info received will be submitted within 30 days upon receipt. This is one of three products associated with the reported events that were reported under the following manufacturing numbers 96106099-2007-01303, 9616099-2007-01304 and 9616099-2007-01305.